Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that during an implant there was a lead to header insertion issue , which resulted in noise. Oversensing and patient inhibition were also observed. However, no asystole was observed. The right ventricular (rv) lead was attempted and the pacemaker remains in service. No adverse patient effects were reported.